Event description:
It was reported that the patient presented for an implant procedure. During the procedure, damaged was observed on the low voltage lead and its packaging. The low voltage lead was not used. The patient's condition was unknown.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.